Event description:
The user reported the roller pump would make a "clicking" noise whenever the speed was increased. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.